Event description:
An event was received via voluntary medwatch form mw5154803. It was reported that patient experienced ineffective therapy. A CT scan showed that 2 or the 3 drg leads had fractured. It was noted the drg was removed.

Manufacturer narrative:
The allegation is against 2 of 3 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: nmd0006, UDI: unknown, serial: unknown, batch: unknown sections a1 - patient identifier, date of birth is unknown. Section b3 - date of event is estimated. Section d4 - additional device information: model number, serial number, lot number, expiration date and UDI device information are all unknown. Section d6a ¿ date of implant is unknown section d6b ¿ date explant is unknown section d10 - concomitant medical products and therapy dates are unknown. Section e1 - initial reporter information is unknown. Per the medwatch form, the initial reporter wants to remain confidential therefore additional device information, initial reporter information, and patient information cannot be obtained. Section h4 - device manufacture date is unknown the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.